Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that they experienced leaking of the needle at the tubing resulting in a chemo spill. Pediatric patients are coming onto the inpatient unit already accessed from the outpatient clinic with safestep huber needles and tubing is breaking between 3-7 days. In one instance the patient was accessed at the outpatient clinic on 6/6 and the tubing was found broken and needle replaced on 6/10 inpatient. It was reported this occurred with two devices and patients. This report addresses the second device and patient.